Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and cft review. Additionally, in-house testing was completed. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations for lot 28422ud00 and complaint issue. In-house accuracy testing was completed for the complaint lot number. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Labeling was reviewed which adequately address the issue under review. The patient was initially pregnant and serial testing indicated the patient was going through possible miscarriage and the patient was a high risk due to infertility issues. Abbott pqa requested additional information from customer and asked again why the invasive vacuum aspiration procedure was performed when the ultrasound was negative. The response given was that this was a follow up procedure for possible miscarriage. A cross functional team (cft) was formed and determined that this is not an adverse event. The alinity I total b-hcg results were correct for this patient given the history and additional information provided that the manual vacuum aspiration was performed as a follow up procedure for possible miscarriage. Based on the investigation alinity I total b-hcg reagent is performing as intended, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 28422ud00 was identified. Section g1 has been updated to current contact information. Section b1 and b2 - adverse event/product problem and outcomes attributed to ae was updated due to investigation conclusion. Section h1 - type of reportable event was updated due to investigation conclusion. Section h6 - health effect - impact code was updated from f13 to f26.

Event description:
The customer observed false positive alinity I total hcg results for one patient. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive, > 5.00 miu/ml to < 25.00 miu/ml = grayzone): (B)(6) 2021: positive home pregnancy test, hcg result of 155.4 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 93.2 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 32.2 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 23.4 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 25.5 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 24.4 miu/ml generated on alinity (ai21152); ultrasound was completed which did not detect an extra uterine pregnancy. (B)(6) 2021: hcg result of 32.0 miu/ml generated on an architect at a different location. (B)(6) 2021: patient went under a manual vacuum aspiration under ultrasound. (B)(6) 2021: hcg result of 28.0 miu/ml generated on an architect at a different location. (B)(6) 2021: hcg result of 31.8 miu/ml generated on alinity (ai21152); urine pregnancy test negative with fisher sur-vue. (B)(6) 2021: sample sent to (B)(6) clinic for heterophile studies and results were negative. (B)(6) 2021 sid (B)(6) result of 63.6 miu/ml generated on alinity (ai21151). The patient was going to start receiving chemo based on this alinity result, but the sample was first sent out for testing on a roche instrument which generated a negative result of <1miu/ml. The customer is not questioning the results generated on (B)(6) 2021 as it matched the home pregnancy test. The customer was expecting the b-hcg results to start decreasing and then eventually become negative. The manual vacuum aspiration under ultrasound was performed due to the elevated b-hcg results. The patient did not receive any chemotherapy treatment. The patient had a manual vacuum aspiration under ultrasound performed. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.